Manufacturer narrative:
The investigation found that assays from different vendors can generate different values and based on the data provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys ft4 iii assay results from 1 patient on a cobas e 801 module. No questionable results were reported outside of the laboratory. The analyzer serial number is (B)(4).